Event description:
It was reported to medtronic neurosurgery that during the surgery, fluid would not flow through the distal end of the valve. According to the report, this resulted in a new valve being implanted and caused a seventeen minute delay in the surgery.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture. (B)(4).